Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported during the implant procedure, high hv lead impedance measurement was observed. The lead was not implanted and was replaced.